Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead could not be fixated to the target position. Additionally the lead exhibited high thresholds and caused diaphragmatic muscle stimulation for the patient. During slitting of the sheath, the lead dislodged. The lead was removed and replaced. The physician noted the patient's anatomy could have contributed to the fixation difficulty. No patient complications have been reported as a result of this event.